Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported an occlusion alarm occurred while changing the cartridge. Customer's blood glucose (bg) was 554 mg/dl with high ketones. Customer addressed bg level by administering a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.